Event description:
Additional information was received and it was reported that dapt (dual antiplatelet treatment) was administered. Loaded with 300 mg aspiring and 300 mg clopidogrel night before and morning of procedure. The pipeline was used to treat intracranial internal carotid artery aneurysm that is approved. Procedure was aborted on the (B)(6) 2021. The patient remains eager to be treated and will be schedule for a future intervention in the next 60 days.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pipeline vantage pusher was found twisted and knotted. It is likely these damages occurred after the procedure. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The hypotube was intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the spacers, tip coil, advanced re-sheathing mechanism or spacers. The entire braid was found fully opened. One end was found undamaged, and the other end was found frayed and damaged. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ and ¿failure/incomplete to open at middle section (hourglass shape)¿ could not be confirmed for both devices, as the braids became fully opened once the dried blood was dissolved. It is possible the dried blood caused the failure to open for the second pipeline. Other possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braids were found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported distal pipeline was positioned in a bend, resheathing was performed more than twice, all devices were prepared per IFU, and patient vessel tortuosity as severe, which could all contribute towards the failures. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a silk stent was deployed and moved prior to the case. The pipeline 450-30 was brought up to be deployed from within the silk stent to cover and protect the aneurysm. However, the stent did not open distally.  Repositioning and recapturing was done multiple times until the stent was taken out and replaced for two other non-medtronic flow diverting stents which failed as well. A pipeline vantage was then used, and placed more distal than the previous stents. The distal section opened well, but the middle section twisted, and was unable to open properly. Multiple repositioning and recapturing attempts were performed again,  but the middle section still failed to open. It was noted the distal sections of the pipelines were positioned in a bend, less than 50% of the stent had been deployed, and resheathing had been performed more than twice. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The post-procedure angiographic result was unsuccessful. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the left cavernous with a max diameter of 14 mm and a 4 mm neck diameter. It was noted the patient's vessel tortuosity was severe. Ancillary devices include a neuron max 088.